Event description:
The user received analyzer alarms and questionable results for alt (alanine aminotransferase), ast (aspartate aminotransferase), bicarbonate and creatinine for an unknown number of patient samples. The user stated she reviewed and corrected greater than 100 patient sample results. Of the data provided, only the following results were discrepant. The repeat testing was performed on another p module analyzer serial number (B)(4). Patient sample 1 initial ast result was 29 u/l, repeat result was 14 u/l. Patient sample 2 initial ast result was 56 u/l, repeat result was 31 u/l. Patient sample 3 initial alt result was 60 u/l, repeat result was 36 u/l. Patient sample 4 date of birth was january 15. No year of birth was provided. Initial creatinine result was 1.8 mg/dl, repeat result was 1.2 mg/dl. Patient sample 5 date of birth was april 3. No year of birth was provided. Initial ast result was 22 u/l, repeat result was 57 u/l. Initial alt result was 36 u/l, repeat result was 76 u/l. The user provided an example of a patient that recovered 50 u/l initially then 17 u/l upon repeat. She could not say if the assay was alt or ast, but stated "it was one of those tests". All the initial results were reported and were corrected with the repeat result from the other p module. The user stated she had not heard of any patients being adversely affected. The ast reagent lot number was 62454801. The alt reagent lot number was 62266901. The creatinine reagent lot numbers were 62153701 and 62028101. The field service representative determined the reaction disk timing was not consistent and replaced the cell count sensor for the reaction disk. He verified the analyzer operation by confirming the cell blank was within specifications and performing precision testing with results within specifications.